Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation primary with two 310cc mentor smooth round high profile saline breast implants has experienced postoperative left-sided deflation and bilateral breast atrophy. The patient noticed an obvious deflation and consulted a medical professional, and deflation was confirmed by the surgeon. As a result, the patient underwent explantation and replacement with unspecified saline breast implants on (B)(6) 2020. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On 10-mar-2020, mentor completed the investigation on the suspect medical device. Per secondary review of the file, it was noted that healthcare provider initially reported left-sided deflation of the implant. Additional information indicated right-sided partial deflation of implant and left implant is intact. Device evaluation summary: according to the information received, the patient experienced cutaneous contour deformity. During visual inspection of the device no apparent damage could be observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).